Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was delayed in responding to touch. There was no impact to the customer¿s blood glucose. Reportedly, the issue resolved and the customer continued to use the pump for insulin therapy.